Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with fj932t - abc self-locking cervical screw 4.0x14mm. According to the complainant, the abc screw inner locking ring did not raise into locking position when screw driver was disengaged. Surgeon then attempted to use the locking assistance tool. The working threads broke off inside the locking ring and the inner silver locking ring hex head became stripped. Various universal removal instruments were also used in the attempt. Finally, five (5) successfully implanted screws had to be removed; the stripped screw was removed with locking pliers, and plate and screw insertions were initiated again. An additional medical intervention was required. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch reports: (B)(4) (9610612-2022-00324) fj911r. (B)(4) fj932t.

Manufacturer narrative:
Investigation: there is no sample available, therefore an investigation could not performed. According to the failure description the threaded tip of the instrument broke off. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable according to din en iso 14971; severity is 6(10) and probability is 3(10). Conclusion and preventive measures: because the complained error- pattern is well known, a statistical analysis and evaluation is possible. According to the problem description, we assume, that the threaded tip is broken- off. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch reports: 400573257 (9610612-2022-00324) fj911r, 400573256 (9610612-2022-00325) fj932t.